Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/17/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered a ruptured subscapularis due to a traumatic fall. The patient underwent revision surgery of the anatomic shoulder replacement to a reverse shoulder arthroplasty on (B)(6) 2023. The event was indicated as unrelated to the eclipse system implanted on (B)(6) 2023. Additional information received on 2/27/2025: on (B)(6) 2023, the patient underwent revision surgery to have an ar-9301-45cpc arthrex eclipse trunion, an ar-9106-02 arthrex univers vaultlock glenoid, an ar-9301-03 arthrex eclipse cage screw large, and an ar-9345-17 arthrex eclipse humeral head removed. After the surgery, the patient is doing well with an eighty-five to ninety percent improvement in symptoms.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event, resulting from a traumatic fall, which subsequently led to adverse outcomes necessitating revision surgery.